Manufacturer narrative:
Analysis of the implantable neurostimulator revealed that the connector port had a damaged balseal connector. The set screw was backed out too far and all ball seals were damaged. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. He stated he was in possession of the ins and would return it to the manufacturer. He further stated the lead was implanted and was not the source of the issue.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
It was reported during a new brand implant representative indicated lead insertion difficulty during procedure. Caller indicated that they tried rotating the implantable neurostimulator (ins) and "fiddled with it" with no luck prior to opening a new one. There was none medical symptom reported. It was later reported that the cause lead difficulty was not determined but the neurostimulator would be returned for examination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined conclusion code (B)(4) no longer applies to this event. Additional review determined method codes (B)(4) and (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.